Event description:
Patient tested 4.6 inr and 3.6 inr on the coaguchek xs system while a professional coaguchek xs system returned as 3.5 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system, however, the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.